Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 6 mg/day) via an implantable infusion pump. It was reported that the patient was in the emergency room due to not feeling well, having a temperature and the pump pocket being swollen. The pump was interrogated and nothing unusual was noted. The devices were surrounded by pus and the patients white blood count was 15,000. The hcp sent the pus for cultures. It was unknown if environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were explanted on (B)(6) 2018. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the devices were discarded and would not be made available for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient arrived at the emergency room complaining of their pump not working. It was reported that the patient had a revision done about 3 weeks ago and had been experiencing what seemed like opiate withdrawal. It was then clarified that the patient was not having withdrawal but feeling poorly due to the infection. The caller confirmed that the pump was not audibly alarming and a rep was called to interrogate the pump. No further complications have been reported as a result of this event.